Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the tidal volumes on the ventilator are abnormal. There was no patient involvement.

Manufacturer narrative:
Date of manufacturer: 05/10/2018. Date of report: 09/23/2018. Attempts were made to obtain further information regarding the device repair. To date no further details have been received. The service history record was reviewed and no repair information was found.